Event description:
The patient presented in-ER after receiving a shock. During the stay, infection was noted. Pre-explant, externalized conductors were observed on the scan. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.